Event description:
It was reported that the pump started leaking after they left. The pump was turned off. When they arrived, it would not turn on. The fluorouracil crystallized and even made its way inside the pump. The pump was removed from the cassette. No patient harm or injury. The event occurred while in use with patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.